Event description:
It was reported that a revision surgery was performed to replace a 2-level mobi-c construct due to persistent and worsening pain from the neck into the lue down into the fingers of the left hand. According to imaging, there was severe stenosis bilaterally at c567 levels and x-rays show clear implant malposition. The patient was revised with implant removal, revision decompression with uncinate resection, and placement of competitive implants. This patient had immediate relief of their arm pain and immediate return of full range of motion. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to replace a 2-level mobi-c construct due to persistent and worsening pain from the neck into the lue down into the fingers of the left hand. According to imaging, there was severe stenosis bilaterally at c567 levels and x-rays show clear implant malposition. The patient was revised with implant removal, revision decompression with uncinate resection, and placement of competitive implants. This patient had immediate relief of their arm pain and immediate return of full range of motion. This is report one of two for this event.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-ray images were provided which show that the superior device is misaligned. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2024-00018.